Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient had an out of regulation (oor) message on the patient programmer (pp) when contact 0 was activated. They switched to contact 1 and 2. Impedance readings on c/0, 0/1, 0/2 and 0/3 were >40 ,000 ohms. No symptoms were noted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a company representative reported there was no out of regulation (oor) but just high impedance. Actions/interventions included the physicians switched the active contact from 0 to 1. There was no new information on the patient outcome but there was no harm or any injury to the patient.

Event description:
Additional information received from a company representative reported previously the impedance in contact 0 was normal, however now they are increased without obvious external influence. It was inquired if it could be a defective or loose contact. It was reviewed between 2016-jun-06 and 2016-jun-09 the #0 conductor wire of the lead or extension could have broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.